Manufacturer narrative:
Concomitant products: product ID: dtba1d1, ICD, (B)(6) 2014. Product ID: fr995-27, tissue valve, (B)(6) 2002. (B)(4).

Event description:
It was reported that approximately nine months after a device change out vegetation was noted on the leads during a different procedure. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.